Event description:
New information received notes that high, out of range pacing lead impedance was observed. The lead was explanted and replaced.

Event description:
It was reported that when the patient presented in clinic for a post implant follow-up, oversensing of lead noise was noted. The noise was not reproduced with isometrics or pocket manipulation. Programming changes were recommended. Two weeks later, the patient presented in the emergency room due to receiving inappropriate high voltage therapy for sinus tachycardia and oversensing of lead noise. At this visit, the lead noise was reproduced with isometrics. X-ray revealed a possible connection issue with the ICD. Tachy therapies were programmed off pending a lead revision. The patient declined further intervention.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).